Event description:
It was reported that during a bph prostate procedure, ¿the outer sheath of fiber broke off¿ at (B)(4) joules and 54:25 minutes of usage. The procedure was completed with a second fiber. Patient outcome ¿ok¿ was reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the outer flow tubing is detached just forward of the control knob; there is no signs of melting on the outer flow tubing detachment location; the distal end of the fiber/glass cap and the metal cap still attached to the outer flow tubing are returned; the outer flow tubing section exhibits a bent midway; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits severe charred detritus adhesion. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.